Event description:
Synopsis: this is an initial report where the consumer's spouse reported a third degree burn coinciding with the use of thermacare pain relieving heatwraps. The consumer had a pre-existing medical condition of polymyositis. It was also reported that their immune system was compromised due to chemotherapy at the time this incident occurred. The consumer developed fevers and was subsequently hospitalized. A letter from one of the consumer's physicians revealed that the consumer had received treatment for a third degree burn related to the application of "thermal care heat pads." A consumer reported that pt used thermacare pain relieving heatwraps, back, size unk wrap, last known use in 2005 and reported the following: third degree burns, burn back beginning 2005. Pt visited their physician who prescribed silvadene for the burn. The consumer reported that the area of the burn was healing. The case outcome was improved. Following month received consumer's follow-up phone call: the consumer reported that pt wore the thermacare pain relieving heatwraps, back, size l/xl wrap 1 applic, 1 /day for 1 day beginning 2005 and received a serious third degree burn on their back. The consumer removed the wrap when pt awoke. There was skin and blood all over the wrap and consumer noticed that pt's skin was red and bleeding. There were several spots, one of them was round as the little disc in the wrap, and it affected one area 3x3. Pt was taken to their primary care physician 2 days later and was given a prescription for silver sulfadiazine ointment and bandage instruction; apparently the wrap burned the nerve endings. Pt was already on unspecified oral antibiotics that were felt adequate to prevent any infection from the burn. The consumer stated that it was taking a long time to heal and consumer had just recently noticed an improvement in the discharge/healing. Consumer expressed the difficulty they had keeping the burn bandaged and clean. The case outcome was not recovered/not resolved. Concomitant medications included: cytoxan monthly (the consumer mentioned that they would travel for chemotherapy the following month), prednisone unspecified high dose for a lung condition that was not cancer, unspecified oral antibiotics. The consumer reported that pt took other medications but did not provide details. Exact product used previously without incident: yes - for over one year. No further info was provided. Consumer's questionnaire: the consumer reported that pt used the thermacare wrap beginning mid to late afternoon 2 months later until morning hours the following day to treat a back ache. The physician recommended 1% silver sulfadiazine cream applications twice daily. One area was still healing as of 8 days ago. Past medical history included poor circulation. Pt was receiving chemotherapy during this particular time. Exact product used previously without incident: yes, off and on for 15 months. Other product used previously without incident: yes - other heat products for pain relief almost daily. No further info was provided. Consumer's letter: the consumer reported that the thermacare pad caused third degree burns to pt's back. Consumer stated that it was difficult to keep the wounds covered and the process of care and healing was very stressful for them. Consumer reported that pt began having fevers which continued for a month resulting in a hospitalization (unspecified length of stay). Pt was very weak and the burn further compounded the anxiety and worry because an infection could cost pt their life since their immune system was compromised by chemotherapy. No further info was provided. The following month received physician's letter: the pt has been seen for a number of years related to polymyositis, congestive heart failure, atrial fibrillation and sick sinus syndrome. The pt was seen in 2005 for third degree burns related to the application of the thermal care heat pads. The pt said that they left them on a bit too long. The burn area was treated with silvadene cream, telfa gauze and medi grip. It took several weeks for the burns to heal.

Event description:
This is an initial report where the consumer's spouse reported a third degree burn coinciding with the use of thermacare pain relieving heatwraps. The consumer had a pre-existing med condition of polymyositis. It was also reported that his immune system was compromised due to chemotherapy at the time this incident occurred. The consumer developed fevers and was subsequently hospitalized. A letter from one of the consumer's physicians revealed that the consumer had received treatment for a third degree burn related to the application of "thermal care heat pads." Letter and phone ocntact in 2005 with the consumer's apouse revealed pt was still healing and had a very thick scab.

Event description:
This is a follow-up report where the consumer's family member reported a third degree burn coinciding with the use of thermacare pain relieving heatwraps. The consumer had a pre-existing medical condition of polymyositis. It was also reported that their immune system was compromised due to chemotherapy at the time this incident occurred. The consumer developed fevers and was subsequently hospitalized. A letter from one of the consumer's physicians revealed that the consumer had received treatment for a third degree burn related to the application of "thermal care heat pads." Letter and phone contact in june 2005 with the consumer's family member revealed that pt was still healing and had a very thick scab. Letter received from the consumer on 12-jul-2005 revealed that pt's burns were over a large area and given the sensitivity of the area made it difficult to keep the wounds bandaged. The largest wounds continue to heal and now are covered with a scab. Visiting nurse continues to monitor the progress. Additional information on the scanned pages.